Event description:
It was reported to siemens that an adverse event occurred while operating the somatom definition as CT system. On (B)(6)2023, a female patient , approximately 70 years old was to undergo examination. Prior to scanning, the patient advised the staff that there was something in her pocket. The staff informed her that it would not affect the scan or diagnosis, however, she still decided to get off the bed on her own to remove the item. When the patient jumped down from the table, she suffered a foot fracture. Currently, the patient is receiving treatment with a plaster cast, and her condition is stable. The device is not experiencing any malfunctions.